Manufacturer narrative:
Investigation results: investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fj932t - abc self-locking cervical screw 4.0x14mm. According to the complaint description, the screw would not advance, leaving top of screw roughly 1mm proud. The surgeon stated that the screw may have been inserted too close to bottom of screw slot resulting in screw to stop. Inner spring stayed depressed, and would not pop back up. Removal was attempted but not successful after using both a standard screw driver with sheath, and a free- spinning removal tool. A slight amount of the screw head was then burred to reduce height minimally, and it remained implanted within the plate. Results of post-operative x-rays were good and the patient is noted as doing well. No additional intervention has been required after surgery to date. This malfunction prolonged the surgery for 20 minutes. The adverse event is filed under aag reference (B)(4). Involved components: unspecified plate.